Manufacturer narrative:
Haemonetics field service engineer was dispatched to inspect the pcs®2 plasma collection system. The field service engineer gave device a complete check and no problems were found. Device performed to specifications. There are no nonconformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all testing passed. There were no issues, events or alarms noted with the equipment used during the procedure and there were no issues noted with the disposables. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2023, haemonetics was notified that a 24-year old male donor expired on (B)(6) 2023, from a seizure at his home the day after his last plasma donation. The center has no information from the attending physician, surgeon, hospital representative or health care professional. It is unknown if an autopsy was performed. Donor's last donation was on (B)(6) 2023, and there were no reactions or adverse events noted during that donation. There is no record of any issues with the pcs2 system or disposables used during that procedure. No further information from the center is expected regarding this event.